Event description:
It was reported that the system would not power up. No pt injury was reported.

Manufacturer narrative:
Customer cancelled service call. Customer found power to the system had been shut off. System operates as intended.